Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the handpiece was used with the generator involved it gave an error 300. The generator was not rebooted but the handpiece was replaced with new one to continue the procedure. After making about 5 seals, an end tone was heard but no steam was seen and no regrasp alarm was heard. No patient harm.